Event description:
It was reported that pump battery depleted faster than acceptable product specification. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up, no troubleshooting was completed, and no additional information was received regarding the outcome of the event.